Manufacturer narrative:
The reported condition of failure code 500 was confirmed through the event history and was found to be due to the stop button on the pump head module keypad. The pump head module keypad was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During review of the event history it was determined that failure code 500:320:654:0000 (x2) occurred on (B)(6) 2010 during delivery causing an interruption of delivery. There is no patient involvement, injury, or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.